Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a ''do not use'' icon. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restarts/reboots itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and power cycling without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. Analysis of reports of this type has not identified an increase in trend. The report of the status icon was inadvertently submitted and reports of this nature typically do not meet zoll's reporability requirements. Noncritical errors can display that the device needs attention. However, the device is capable of delivering therapy in addition to monitoring function.